Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified vessel. A 38 x 3.00 promus premier¿ stent was advanced to treat the lesion. However, it was noted that the stent was lifted. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified vessel. A 38 x 3.00 promus premier¿ stent was advanced to treat the lesion. However, it was noted that the stent was lifted. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts throughout almost the entire length of the stent body were distorted, stretched and lifted upwards from the stent profile. Due to the moderately calcified lesion and severe stenosis it is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the shaft polymer extrusion found the inner/outer shaft was likely cut just distal from the bi-component bond. From the examination, it is likely that the shaft was cut while under tension as the cut to the more elastic inner on the proximal portion protrudes 2mm beyond the cut to the outer shaft. Based on this evidence, it is likely that the shaft was "snipped" by the physician during the withdrawal attempt once resistance was encountered. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).